Event description:
It was reported that the wake button was unresponsive. There was no reported impact to the customer's blood glucose level. The customer declined to provide further information to tandem technical support and declined troubleshooting assistance, therefore no additional information could be obtained.